Event description:
Boston scientific received information that the patient implanted with this right ventricular lead presented at the hospital for loss of capture and heart rate in the 30's, no underlying rhythm. The field representative was unable to reproduce noise with pocket manipulation or isometrics. Boston scientific technical services reviewed electrocardiogram report and noted noise on the right ventricular lead which appears to be oversensing of t-waves. There were pauses in pacing as long as five seconds. The lead was surgically abandoned and the device was explanted. There were no additional adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.